Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample from the ER. The initial result was 0.115 miu/ml which was reported out as <2 miu/ml. The doctor in the ER questioned the result and the sample was tested with puidel quick vue 1 step hcg combo test and the result was positive. The sample was repeated on the cobas e601 and the results were 10000 miu/ml with a data flag, 79850 miu/ml with a 1:100 dilution and 79218 miu/ml. The reported result was corrected to 79850 miu/ml. The patient was not adversely affected. The reagent lot number was 18543003 with an expiration date of 08/31/2016. The field service representative could not find a cause. He ran performance testing and checked the alignment of the probes. He ran diagnostics without errors.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided information, a general instrument issue was unlikely. It was noted the customer was not following the tube manufacturer's recommendation for sample tube inversions and centrifugation conditions. This may have caused or contributed to a preanalytic issue for the sample.